Event description:
It was reported that the pt experienced a poor stimulation pattern. It was determined that the lead had migrated/dislodged. The system was explanted and replaced. The pt recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff.